Manufacturer narrative:
E1: initial reporter phone no.(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem of a pumping component failure (upstream occlusion sensor issue) was not reproduced; however, an event history log review revealed a system error 21513 (uso sensor failure). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified in the event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a pumping component failure (upstream occlusion sensor issue). It was unknown if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.